Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received an inappropriate shock due to oversensing of noise; the noise was able to be recreated with isometrics. Rv loss of capture was also noted. No pacing inhibition or asystole was observed. Further, the system also exhibited undersensing and high out of range pace lead impedance measurements greater than 2,000 ohms. Additional information indicated that the cause of the observations was not identified and therapy was programmed off in the device. This system remains in service. No adverse patient effects were reported.